Event description:
It was reported that the customer experienced high blood glucose levels, and the insulin pump alarmed no delivery during a basal delivery. The blood glucose reading was 516 mg/dl, which was treated with a manual injection. The customer stated that the no delivery occurred during the manual prime process. She did not have a plunger available to complete the troubleshooting process. She declined replacement of the infusion set and reservoir. She advised that she would call back in order to troubleshoot the issue. She was advised that the alarm may have been caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.